Manufacturer narrative:
H10: it was reported by the service engineer (se), that the issue could not be duplicated. The device passed preventative maintenance (pm).

Manufacturer narrative:
H10: no further details could be obtained regarding the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. In the event new information becomes available, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from biomed, reporting that the v60 ventilator displayed a patient circuit disconnected message. It was unknown how the issue was found. No patient or user harm reported. A philips biomed reported that the device had a patient circuit disconnected message. It was noted that a technician had evaluated the device twice, but the issue could not be duplicated. Investigation is ongoing.